Manufacturer narrative:
The initial reporter did not give any more information than that a free flow event had occurred during testing. In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. Moog's infusion pump systems include both a pump and a disposable administration set. The two components are co-dependent -- they cannot operate separately from each other. In this case, moog received the involved pump back for evaluation, but did not receive the involved administration set. The pump was evaluated and found to be working properly, although in need of calibration. Because the involved administration set was not returned together with the pump, we are unable to determine if the free flow-causing fault was with the set or was the result of use error.

Event description:
The initial reporter stated, "unit has free flow." Moog received no further clarification. [(B)(4)]